Event description:
It was reported that during implant, the right ventricular (rv) lead was attempted to be implanted from the right side and the lead got insulation damage just above the proximal coil due to difficult patient anatomy from the right side coupled with the 9 french introducer being left in during the implant attempt. The rv lead was removed and a new rv lead was implanted using a 10 french introducer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that the defibrillation conductor fractured due to overstress, there was blood in/on the helix mechanism and the lead appeared damaged at implant. The analyst commented that the exposed superior vena cava defibrillation coil fractured (overload) at 31.5 centimeters and the interior cable continuity is complete.